Event description:
This patient developed delayed onset granulomas several months after injections with hyaluronic acid filler vollure and volbella. Dose or amount: 1 an - as necessary. Frequency: other - once. Route: subdermal. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: rhytids.